Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative went onsite and found the device to being inoperative. At this time, full evaluation results are not complete and repair has not been completed. Once additional information has been received then a supplemental report will be submitted.

Event description:
The customer reported that the vela ventilator was giving inop condition. The customer reported no patient involvement harm/injury.